Event description:
It was reported that during the implant procedure, the physician was not able to introduce the stylet completely in the lead. The lead was opened and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.